Event description:
Caller alleged discrepant results compared with another meter. Results as follows: date: (B)(6) 2010, inratio: 4.8, 4.2, alternate meter: 2.8.

Manufacturer narrative:
Investigation pending.